Manufacturer narrative:
(B)(4). Concomitant medical product: unk liner. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 001822565-2019-00901. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip surgery the surgeon tried to use an neutral liner but was not pleased with the stability. So they need to change and take out the cup and they cemented another cup instead from another company.

Event description:
Upon review of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Upon review of additional information it has been determined that the reported device did not cause or contribute to the event.